Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed re-occurring infection at the implant site that was treated with oral antibiotics (dates and durations not reported). The implanted device remains.